Event description:
After pre-dilation and successful deployment of a smart control stent in the right superficial femoral artery having heavy calcification and mild vessel tortuosity and a 100% stenosis a second smart control was advanced in the patient but the distal end of the stent prematurely deployed. It was able to be safely placed in the target lesion without patient injury. The locking pin was in place during advancement towards the lesion and the handle of the smart control sds was held flat and straight outside of the patient.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.